Event description:
It was reported that an ilet user experienced repeated occlusion alarms with a contact detach infusion set that recurred shortly after resuming delivery, with a fingerstick blood glucose of 463 mg/dl. The issue resolved only after a full supply change and correction of technique to confirm drops prior to insertion. Customer care provided support that included remote troubleshooting and user education on proper priming and connection technique. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and user technique contributing to incomplete priming prior to insertion. No clinical symptoms associated with hyperglycemia reported. Outcomes included return of blood glucose to range without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set preparation and connection leading to an occlusion and hyperglycemia.